Event description:
The customer contacted physio-control to report that their device would lock up and not complete the boot-up cycle. This failure would not allow the device to provide defibrillation, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio then replaced both the system controller (sc) pcb and the user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio further examined the removed sc pcb assembly and determined that the cause of the reported failure was an integrated circuit (ic) chip, designator u61.the ui pcb assembly was an ancillary removed part and there was not failure of this assembly.